Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal four tampons had the string break leaving the tampon inside. She was able to remove the tampons with tweezers. She went to her doctor the next day due to anxiety about the incident. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.